Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending coronary artery. A 3.0x16mm taxus liberte stent delivery system was advanced for direct stenting, but it was unable to cross the target lesion. The device was removed and examined and stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)